Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vzhn, implanted:(B)(6) 2015, product type ; lead. (B)(4)

Event description:
Information received from the patient reports had a loss of therapy. Patient reports she saw hcp (healthcare provider) and representative a week ago in (B)(6) 2015. She had adjustment and since adjustment she was having "on going bowel movement constantly" and urination problems had gotten worse. Patient reports she read the manual and cannot understand it. Patient asked if someone could adjust setting for her. Patient went to hcp office today and they could not do adjustment without hcp present. The patient reported swelling and pain after surgery which she had constantly. Also an issue with her wound healing which was still not healed. She had been on medication for 17 days. Patient reports hcp was aware of situation. Patient reports hcp wants to talk about moving ins (stimulator) but she was not sure where they will move since she was skinny. She will need biopsy for cancer and functional MRI for brain tumor. Patient reports incision area was infected and had not healed which was noted starting in (B)(6) 2015. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Event description:
Additional information received from the patient reported that this was one of the worst medical experiences the patient had ever had.